Event description:
The physician reported that during a re-intervention to reposition a dislocated lead, the silicone cap detached when loosening the connection set-screws. Another pacemaker was implanted.

Event description:
The physician reported that during a re-intervention to reposition a dislocated lead, the silicone cap detached when loosening the connection set-screws. Another pacemaker was implanted.